Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. As a result, surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: b5 - describe event or problem. "The reported explant due to ipg depleted, patient forgot to charge the ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿"

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.